Manufacturer narrative:
(B)(4) = sled movement. Batch # m52c7m. Additional information was requested and the following was obtained: after the device was removed from the patient: how was the procedure completed? Was the patient care changed intra-op or post-op? If yes: please explain. When the resident was able to open the stapler and remove it, another stapler(intact) was opened so surgeon can proceed with the procedure. Pt was not harmed in any way. Just to confirm, did the manual override eventually work to open the device? If no, how was the device opened? The resident eventually opened the stapler using the override and the stapler was removed from the surgical field; no trauma to the tissue. Another stapler was opened and no other problem occurred. The analysis found that one ple45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. A test bailout door was properly installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy, while firing the device over an existing staple line, the device became stuck on tissue. The knife reverse switch and the battery removal/replacement were unsuccessful at unlocking the device. The manual override lever was attempted, but it only moved back and forth approximately 15 degrees. It is unknown how the case was resolved, whether the device was saved for analysis, and the status of adverse patient consequences, as the procedure was still ongoing at the time of reporting.